Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the shock channel. The patient subsequently received inappropriate shocks. Therapy was exhausted in one episode. The lead measurements were checked and noted to be fine. The device was reprogrammed. No further troubleshooting or actions were planned. No adverse patient effects. The device remains in service.